Event description:
Device malfunction: balloon rupture. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that during an interventional procedure and while performing pre-dilatation with an agiltrac. 035 peripheral dilatation catheter, the balloon ruptured at 2 atm and contrast was observed. The balloon ruptured at the first inflation. The device was removed as a single unit without intervention and a non-abbott balloon catheter was used to complete pre-dilatation. There were no reported adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.